Manufacturer narrative:
Visual examination found the returned rongeur to be missing the pin that secures the crossbar and moveable jaw together. The pin was not returned for eval. Note that the instrument was returned with its both screws in place. It cannot be determined how and/or under what conditions the pin was dislodged from its original location. This instrument has been in service for approx eleven years and the cutting edges are slightly damaged and dull as a result of normal wear and tear. The complaint is confirmed for separation of the pin, however, the instrument is 11 years old and the cause of the separation cannot be determined. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports one of the screws separated from the instrument during a surgical procedure. Pt x-ray was taken but the screw could not be located. It is uncertain as to whether the screw in the pt. However, because the screw did not show up on x-ray, the surgeon does not believe it remained in the body.